Manufacturer narrative:
Concomitant products: (1) resp 3.0 patient intfc refurb (8253200rf); sn: (B)(4); date of manufacture: march 22, 2010; returned to medtronic: november 6, 2015; (B)(4). (B)(4). In response to medtronic¿s request for device return, the devices were returned to the manufacturer for evaluation and repair (detailed as follows): 8253001 ¿ analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the software was outdated. The device was repaired, tested, and passed all manufacturing specifications. 8253200rf ¿ analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the cable clips were loose due to worn wave washers. The device was repaired, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.

Event description:
It was reported that "sounding off" was " intermittent" while using the nim response 3.0 system " when the leads were placed under the patients skin, prior to incision." As a result, the surgeon was not "comfortable" and cancelled the case due to "the way it was not working as it normally should." This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(6). The following information was received on december 21, 2015. Type of procedure being performed: parotidectomy ¿ patient status as a result of the event: ¿rescheduled, there was no harm to patient¿ the case was cancelled and rescheduled once their device was repaired. (B)(6). Initial reporter also sent report to FDA:

Event description:
Additional information received.